Event description:
It was reported by the customer that when using the bd pyxis¿ es server, order not crossing over. The customer rebooted the station but still issue persist. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: UDI and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model # and section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the orders were failed to cross over. A technical support specialist (tss) worked with the customer and restored the power. Once power was restored, they ensured that the stations were tracking properly. The customer confirmed everything was functioning as expected and approved closure of the case. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported when using the bd pyxis¿ es server, order not crossing over.the customer rebooted the station but still issue persist. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported due to this event.